Manufacturer narrative:
A risk to the patient's health could not be excluded for these specific circumstances, since pedicle screws were placed in another location than intended in the spine, with the brainlab device involved, although according to the surgeon: the final outcome of this surgery was successful as intended, with all screws placed correctly at the end of the surgery. There was no actual harm/negative clinical effect to the patient due to the deviating screw placements. According to the results of the brainlab investigation and the information provided by the hospital, it can be concluded that the root cause for the deviation of the screws placed in l4 (entry point correct, but trajectory/target point deviation by 3-4 mm laterally) is a combination of the following main factors: movement of the navigation reference array unit during the surgery, due to insufficient rigid fixation and/or inadvertent forces applied to the reference array/clamp at the surgery (e.g. By surrounding skin/soft tissue during retractors' placement), after registration was performed. Array movement leads to a shift between the navigation display of the (pre-placement) image dataset and actual patient anatomy. Relative movement of the vertebrae operated on (l4) in relation to the reference array placement on l2, when applying forces during the surgery (using the drill guide to navigate and adjust the trajectory angle). These relative movements when applying forces during the surgery can lead to a shift between the navigation display of the (pre-placement) image dataset and actual patient anatomy. Any movement of the patient's bone anatomy relative to the position of the reference array cannot be recognized by the navigation system and can result in an inaccurate display of navigated instruments. A further factor that, to a very slight extent, may have contributed to the reported deviation was the less than ideal setup, calibration, and use of a third party powered screwdriver, which may not have followed the prepared path/trajectories of both screws performed with the aid of navigation. Apparently this possibly resulting deviation of the navigation display was not recognized by the user before the screw placement with the necessary navigation accuracy verification after registration, draping and throughout the procedure. There is no indication of a systematic error or malfunction of the brainlab device (navigation). Corresponding brainlab measures to minimize this anticipated risk as low as reasonably practicable are already in place. Brainlab intends to re-iterate the relevant topics regarding the use of the device to this customer.

Event description:
An open spine surgery for l4-s1 transforaminal lumbar interbody fusion (tlif) due to spondylolisthesis at l4/l5 was performed on (B)(6) 2020 with the aid of brainlab navigation system spine & trauma 3d 2.6. (B)(4) software was used to obtain/transfer an airo registration scan. During the procedure the surgeon: placed the patient in prone position. Placed the reference system on l2 (reference clamp carbon with the 4-sphere array). Acquired an intra-operative airo CT scan with automatic image registration to match the display of the navigation to the current patient anatomy. Verified the accuracy of registration in the navigation (using the pointer) and accepted the registration to proceed. Inserted two retractors into the incision with difficulties, due to the retractor being placed under the array and the limited space between array and patient skin. Calibrated the brainlab drill guide (2.6 mm), checked accuracy of drill guide placement on the anatomy, and made a pilot hole into the right l4 vertebra. Used a non-navigated non-brainlab powered screwdriver to insert the screw (6 mm) into the right l4 vertebra. Used the brainlab drill guide, checked accuracy of drill guide placement on the anatomy, and made a pilot hole into the left l4 vertebra. Used the meanwhile calibrated non-brainlab powered screwdriver to insert the screw into the left l4 vertebra. Noticed a deviation between navigation display and screw placements (the surgeon suspected the placed screws to be lateral to the pedicle). Obtained a c-arm scan, which confirmed that the screws in l4 were not placed as intended (entry point correct, but target deviated 3-4 mm laterally). Removed both l4 screws. Decided to abandon aid of navigation, and placed six screws in l4-s1 successfully without aid of navigation. According to the hospital / neurosurgeon: the deviation of the l4 pedicle screws was detected by the surgeon before finalizing the surgery, and placements were successfully corrected at the very same surgery. The final outcome of this surgery was successful as intended, with all screws placed correctly at the end of the surgery. There was an increased risk to harm a critical structure (since the pedicle was damaged laterally at l4). There was no actual harm/negative clinical effect to the patient due to the deviating screw placements. The surgery/anesthesia was prolonged by 45 min to 1 hour, which led to an increased blood loss due to the additional steps performed (removing and replacing l4 screws). There were no further remedial actions reported to be necessary, done or planned for this patient due to this issue. Hospitalization was not prolonged either.